Event description:
It was reported that an ilet pump with serial number a104025 had a cracked touchscreen of unknown cause, with no impact to blood glucose control reported and no alerts or alarms documented; replacement was arranged and the user was instructed to shut down the device and sync data before return. Symptoms included no reported injury or adverse physiological effects. Outcomes included device replacement and return of the damaged unit. Investigation included collection of user reports and device return logistics. Investigation of this case revealed physical damage to the display assembly consistent with a broken or cracked screen; no device malfunction affecting therapy was reported. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance